Event description:
It was reported that the right ventricular (rv) lead dislodged and had sudden changes in threshold. The rv lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. Several conductors had blood/body fluid (not obstructed). The outer insulation and outer tubing overlay were breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and (sleeve head.) There was apparent explant damage.